Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9676 / batch 022406 was received for investigation. The angled reamer ar-9597-10 was received separately. Functional testing was performed and found that the ar-9676 angled reamer shaft gets stuck inside the ar-9597-10 reamer and cannot be moved freely. Visual inspection noted markings/scratching on the shaft. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably due to normal wear or aging - thus causing interference with the mating instrument.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-9676 angled reamer was cold-welded with an ar-9597-10 angled reamer sleeve. This occurred during a revers total shoulder procedure on (B)(6) 2024 when they were reaming over sclerotic bone.